Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report: 1627487-2017-00736, reference MFR report: 1627487-201700778. It was reported that the patient's lead migrated. X-rays confirmed that two out of the four leads had moved. As a result, patient underwent surgical intervention on (B)(6) 2017 to have the two supraorbital lead, as well as the occipital lead, repositioned. Therapy has resumed post-op. The patient has three leads for off-label use that are located supraorbital and occipital.